Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff reconstruction surgery in 2024, the surgeon found that the flexible tip was already partially outside in the packaging. The surgeon used the devices anyway. The flexible tip could no longer be retracted inwards and broke. All broken parts were retrieved from the patient. Per complaint reporter, there was no harm for patient, operator or third party. No further information received.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to use error/mishandling.